Manufacturer narrative:
(B)(4). Date of event: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What clip applier product codes were being used with the lt300 clips (e.g. Lc307, lc310, lc320, etc)? Was the lc800 base being used to hold the lt300 clip cartridge?

Event description:
It was reported that during an unknown procedure, there is a technical concern that the device is not functional and comfortable for laparoscopic procedures and the clips have poor quality. They do not close well, or they are loosened in the fabric and that is very difficult for them to rotate the body or the tip of the clips, generating impact on surgical time and leaving the patient at risk of re-intervention.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: additional information requested: what clip applier product codes were being used with the lt300 clips (e.g. Lc307, lc310, lc320, etc)? The clip applicator el314 was being used. Was the lc800 base being used to hold the lt300 clip cartridge? It was not being used.